Event description:
Procedure: esophagectomy and resection of minor curvature and formation of gastric tube. Reportedly, two firings of instrument were made of which the first one was seemingly correct and the other resulted in completely open staple. After checking the first staple line the surgeon found it to be misformed with slanted staples and some staples having open ends. Loss of tissue was reported and the gastric tube turned out to be narrower than initially intended. Suturing was performed to complete the case.